Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The lesion location and characteristics are unknown. The 182cm luge guide wire was advanced across the lesion. The physician used a torque device to position the wire in preparation to advance either a balloon catheter or a stent. When the physician removed the torque device, the proximal 10cm of the luge wire detached outside of the patient. Another luge wire was used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received in two pieces. The fracture was located 32cm from the proximal end. The outside diameter (od) of the wire was measured with a micrometer at three locations and was found to be within specifications. Sem analysis of both fracture sites revealed that the hypotube fracture site exhibited evidence of compression and tension. The fracture surface exhibited elongated dimple ruptures. The inner core wire exhibited material elongation along with equiaxed dimple ruptures typical of material in tension. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire fracture occurred. The lesion location and characteristics are unknown. The 182cm luge guide wire was advanced across the lesion. The physician used a torque device to position the wire in preparation to advance either a balloon catheter or a stent. When the physician removed the torque device, the proximal 10cm of the luge wire detached outside of the patient. Another luge wire was used to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)